Event description:
It was reported that the patient's spectra penile prosthesis device was removed due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's spectra penile prosthesis device was removed due to unspecified reasons. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. The complaint component was not returned for analysis and the product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.